Event description:
It was reported that prior to a procedure at the user facility the core impaction drill was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The technician duplicated the reported heat and noted corroded driveshaft bearings. A corroded driveshaft bearing can cause heat.

Event description:
It was reported that prior to a procedure at the user facility the core impaction drill was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.